Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred. Additionally, it was reported that the pump was not alarming as anticipated. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.